Event description:
It was reported that, " upon taking post op x-rays, dr. Noticed that the tulip had become detached from the screw. He immediately notified me and scheduled the revision surgery for 2009. This is the second 7.5x45mm xia 3 screw lot#a83925 that has had a detached tulip in the same patient. Last perform was done 7 days prior to second surgery."

Manufacturer narrative:
This is second screw failure reported for the same patient. The first event was reported in MDR 9617544-2009-00047. Additional information has been requested. Any information obtained during the investigation will be submitted in a supplemental report.